Event description:
In 2007, it was reported the patient had trouble with charging, and coupling after the system components had been revised. The recharge session would cease after 30 seconds. The patient tried charging with and without the recharging belt. The patient was told to charge the device after revision. The neurostimulator was at 50% charge level. The recharger was replaced. At about two months later, it was reported the patient had moved to another state for a few months. There was a sudden change in recharging. The patient was unable to obtain coupling efficiency. The neurostimulator was located in the patient's back. The patient tried changed the dial, changing posture and moving the antenna with no change. There were no weight changes. The outline of the neurostimulator was clearly seen. The patient programmer worked well. The recharger was replaced again. At approx two months later, it was reported that patient initially had trouble with the third recharger. Eventually the recharger worked. The patient was able to recharge the neurostimulator completely. In 2008, the local MFR representative was not able to charge the neurostimulator. Signs indicated the neurostimulator might be flipped. The recharger was getting telemetry, but no efficiency bars; the patient was able to get efficiency bars just one time and nothing since. The neurostimulator was working, and able to communicate with the patient programmer. Bulky clothing and/or bandages were present during recharge session. The MFR reviewed repositioning of the antenna and pressing the "start charge" but each time the patient repositioned. The patient appeared to be trained. The patient was no his third recharging unit and had tried three spacers to assist with the recharging. An x-ray was recommended to see if the neurostimulator was flipped. The patient had difficulty finding a physician. The MFR representative planned to schedule an appointment with a physician for an x-ray . At about 7 months later, problems with the neurostimulator were reported. The neurostimulator was overdischarged due to problems with recharging. Both x-ray and fluoroscopy confirmed the neurostimulator was flipped. The patient had lost weight. The patient was scheduled for a revision. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Device analysis was performed on two rechargers. Pins 4-5 of the antenna jack were open on one recharger. Pin 2 of the antenna jack was resoldered on the other recharger.